Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd introsyte¿ introducer did not peel away correctly. The following information was provided by the initial reporter: incorrect / incomplete splitting of the bd introsyte-n¿ introducer sheath upon its removal, requiring the removal of the device inserted through the bd introsyte-n¿ introducer sheath - no delay in therapy.